Manufacturer narrative:
Device received with button error alarm and had unresponsive esc, act up and down buttons due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was beeping and had button error. The customer¿s blood glucose level was 16 mmol/l. Customer stated that the buttons were not working. Customer was advised to observe time clock, however it was advancing. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.